Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture at maximum output. During the capture threshold test, the patient experienced extra cardiac vector. The patient was in stable condition before, during and post device interrogation. No intervention was performed, the patient would continue to be monitored.